Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Reported as "failed iab membrane". The report further states, "[user] was calling to report that they have an iab that was removed [due to] blood present in the gas tubing. She stated that the patient had been on the pump for about 24 hours when blood was observed in the gas tubing. The patient was not moving during this time. She said that the patient was intubated and sedated. She described "a large amount of blood" in the driveline tubing. She called to report the incident and removal. She stated that the patient is doing "fine" and they were planning to remove it later today anyway".

Event description:
Reported as "failed iab membrane". The report further states, "[user] was calling to report that they have an iab that was removed [due to] blood present in the gas tubing. She stated that the patient had been on the pump for about 24 hours when blood was observed in the gas tubing. The patient was not moving during this time. She said that the patient was intubated and sedated. She described "a large amount of blood" in the driveline tubing. She called to report the incident and removal. She stated that the patient is doing "fine" and they were planning to remove it later today anyway".

Manufacturer narrative:
Qn#(B)(4). UDI# (B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc). Upon return, super arrow-flex (saf) sheath was noted at approximately 29.5cm from the iabc distal tip; dried blood was noted in the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The data-scope inflation tubing was connected to the short driveline tubing. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0074in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, abrasions were observed from approximately 24.1cm to 24.4cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 24.3cm from the iabc distal tip and the appearance was consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "failed iab membrane" is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. The complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.